Event description:
Caller reported half of the screen of the meter suddenly developed lots of black lines and spots. Caller stated misinterpretation of results is possible. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).